Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was placed in an enteral feeding device placement procedure. According to the complainant, the cap of the port was torn after two weeks of use. Another one step button initial placement gastrostomy kit was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.